Manufacturer narrative:
The reliability analysis evaluated 4 opened or used reservoirs inspected reservoirs, snap cap, and septums for anomalies. There were no anomalies found. An occlusion test was ran according to dop (B)(6) as follows reservoir filled with diluent, and connected to a new infusion set. Installed reservoirs and connectors into a 7xx pump. The infusion sets were performed. Reservoirs and connectors were installed into a 7xx pump. Catheter tips were performed. It was concluded that the reservoirs were not occluded

Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was 327 mg/dl. Customer was advised to do a fixed prime and insulin did not exit and the device alarmed. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did exit. Customer was advised to rewind the device, reinsert reservoir and run manual prime, the device alarmed. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.